Event description:
Spontaneous call from pt spouse, on (B)(6) 2022 cassette change, a cassette read "unable to pump" on both pt pumps. She switched cassettes and was able to continue infusion. Also, pt spouse reported she is using 8ml of remodulin 2.5mg w/ 92ml of diluent each mix instead of prescribed 7ml of remodulin 2.5mg/ml w/ 93ml diluent to equal a dose of 80nkm. Current dose calculated to be 92nkm. Md informed. No side effects. No other info known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes, did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6).